Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance measurements of greater than 2000 ohms along with high pacing threshold measurements. Additional information was obtained and indicated that the source of these clinical observations was due to a lead fracture which was confirmed upon fluoroscopy. This ra lead was surgically capped and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.